Event description:
Patient presented with pain and upon xray a fracture of the accolade tmzf femoral neck was noted. Surgeon removed accolade tmzf stem due to femoral neck fracture (implant) on patient's right hip.

Manufacturer narrative:
An event regarding crack/fracture involving an accolade stem was reported. The event was confirmed. Method and results: device evaluation and results: a visual inspection was performed as part of the material analysis report. The location of fracture origin is shown in figure 6. Figures 6 and 7 display fatigue striations on the fracture surface, indicating the device failed in fatigue. The location of final fracture is shown in figure 8. The device¿s final failure was in a ductile overload manner, as indicated by the dimple morphologies. A dimensional inspection was not performed due to the damages described in the visual inspection. A functional inspection was not performed as the event cannot be replicated. The material analysis indicated that: the accolade stem fractured due to failure in fatigue. Eds spectrum was performed on the device and was consistent with tmzf. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the investigation concluded that the accolade stem fractured due to failure in fatigue. However, no material or manufacturing defects were observed on the surfaces examined. Further information such as operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information becomes available, this investigation will be reopened.

Event description:
Patient presented with pain and upon xray a fracture of the accolade tmzf femoral neck was noted. Surgeon removed accolade tmzf stem due to femoral neck fracture (implant) on patient's right hip.

Manufacturer narrative:
The catalog and lot code are not available at this time. The device was reported as an unknown accolade tmzf stem. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.